Event description:
It was reported that a right ventricular (rv) lead was explanted and replaced with a new lead due to high pacing threshold and loss of capture. No additional adverse patient effects were reported. Subsequently additional information was received indicating it was unable to be determined if the cause of the high threshold was related to the lead.

Event description:
It was reported that a right ventricular (rv) lead was explanted and replaced with a new lead due to high pacing threshold and loss of capture. No additional adverse patient effects were reported. Subsequently additional information was received indicating it was unable to be determined if the cause of the high threshold was related to the lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.